Manufacturer narrative:
A connector portion of a partial lead were returned in three pieces measuring 4 cm each for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient was unresponsive at home and expired on (B)(6). It was reported that the cause of death is unknown. The physician believes there was undersensed ventricular fibrillation (vf) that may have contributed to the death of the patient. Further, review of device event on (B)(6) 2018 indicated that the therapy was not delivered by the device. The device was explanted. No further information is available at this time.